Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. It was stated that the customer had difficulty pressing the buttons; the buttons would not respond to normal press and would have to press them hard to make them work. The blood glucose at the time of the incident was 5.5 mmol/l. Troubleshooting was not performed. The customer had been using the insulin pump for one day and it was stated that maybe they were not used to the new pump buttons. The customer will monitor the device. The device will not be returned for analysis.